Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable and wall adapter. The customer's blood glucose (bg) was 181 mg/dl. A replacement usb cable and wall adapter were sent to the customer. Upon follow up, the customer reported that the pump was able to charge successfully using the replacement usb cable and wall adapter.